Manufacturer narrative:
(B)(4) - the event occurred on an unreported date in 2015.the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of peritonitis was unknown. Treatment for the event was not reported. Dianeal therapy was ongoing. At the time of this report, the patient was recovered from the event. No additional information is available.